Event description:
Pt reported his infusion device is missing the e4 (occlusion) error message. Pt stated, he goes to bed with a blood glucose level of 118 mg/dl and woke up with a level of 353 mg/dl. Pt reported, he changed the insulin cartridge all 3 days. Pt stated, the infusion device also doesn't send the blood glucose readings in the memory to the 360 degree software and to the meter. Pt reported there was no communication. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.